Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while pulling the suture pre operatively, they noticed that there was only one needle attached to the strand on a suture that was supposed to be double armed. They used new suture to complete the case. There was no patient involvement.